Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) inspected the unit and was unable to replicate the reported issue. A simulated treatment was successfully completed using a test catheter and trainer without any abnormalities. Review of the device logs identified a history of gas loss alarms occurring in mid april, which correlates with the user complaint. The unit was found to be fully operational and within specifications. A full system checkout was performed, and the unit passed calibration, functional testing, and all safety tests in accordance with factory specifications. Service was completed.

Manufacturer narrative:
Contact person name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm and while the customer was trying to press restart, the screen was frozen. The customer was unable to restart the console and had to replace the unit. There was no patient harm reported.